Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Results: evaluation of actual device: the returned cryosolution unit showing minimal wears. To test for leakage, the returned tip and a new cartridge were attached to the control mechanism and submerged in water. Upon testing, there were no signs of leaking at the o-ring or unit. A consistent flow of n2o was noted. The unit was also tested multiple times for pressure, and the unit continued to have good substantial pressure when lever was released each time. The complaint is unconfirmed; testing within specification. DHR review; nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Complaints history; a two year look back found 94 complaints for this product ID, none of those reported had a failure related to "reaction during use". Conclusion: there was a cryosolutions, manufactured in 2014 returned used/processed showing minimal wear and test within specification . The cryosoulution's were tested and functions as intended. The complaint report cannot be confirmed, due to the instrument testing within defined specification.

Event description:
Customer initially reports their patient had a reaction during the treatment of a lesion. No further medical treatment. Needed. (B)(6) 2017 doctor reports that the treatment area, wart on right hand, puffed up like it was inflated about a centimeter around the lesion itself. Patient only felt slight pinching sensation. Puffing disappeared in a minute and still subcutaneous surface felt like crackling of (B)(6) for 5 more minutes. No puncture site, no bleeding, no swelling otherwise. Looked like a normal wart treated successfully. Tissue did not feel cold. Doctor followed up with patient several times and no subsequent issues. No harm done.